Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review : -1 the batch number of the complained product is 3249557, is 22g and product code is 383932, produced on 2023/09, with a total of (B)(4) pieces in this batch. -2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. -3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer did not return any samples or photos, cannot confirm the specific defect status. 3.take the retained sample of this batch for occlusion test and flow test. And products appearance inspection, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific status cannot be confirmed. Therefore, the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
It was reported that bd pegasus bl 22ga x 1.00in prn-cap y had foreign matter. On (B)(6) 2024, when a nurse was using a sealed anti-puncture intravenous indwelling needle to infuse a patient, she found that there was a foreign body blocking the intravenous indwelling needle, and promptly replaced the intravenous indwelling needle. Fortunately, the nurse discovered it in time and did not cause further harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.